Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized and treated with ceftazidime (intraperitoneal, dose, frequency, and duration not reported). Dianeal therapies were ongoing. The patient was discharged from the hospital and recovered from the event on unreported dates in the month after the month of onset of peritonitis. The patient was retrained on proper aseptic technique. No additional information is available.